Event description:
Coronary artery graft occluded. Dr attempted to open it via angioplasty procedure. Tip of guide wire broke off in the plaque of the closed vessel. Decision made to leave it there. No expectation for migration. Pt stable, discharged, to be medically managed.